Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the avalon fm30 fetal monitor indicating a device audio issue occurred after experiencing a power failure. The customer reported that during setup the device displayed a message stating that the speaker is defective. The customer confirmed that audio was not heard from the device. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was not in clinical use when the issue occurred. A representative from the facilities biomed team evaluated the device and determined that a main board failure was the cause of the speaker issue. The biomed encountered an error message when attempting to replace the main board and requested philips service. A philips fse arrived onsite and evaluated the device. The fse determined that to resolve the speaker failure issue the device main board, and bus master board required replacement. The fse replaced the main board and bus master board. After replacing the main board and bus master board, the fse confirmed that the device was now working as specified, and handed the device back over to the customer. It has been concluded that no further action is required at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the device displays a message that the speaker is defective. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.